Manufacturer narrative:
The companion2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that once the pelican shipping container was opened, the driver was "making a soft white noise type of sound."

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system malfunction and a computer malfunction. Visual inspections of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Historical investigation data identified that the sound identified in the complaint was likely an indication that the driver key was incidentally "bumped" or partially turned while in transit. This causes the driver to turn on in the shipping case causing the driver to alarm and if left unattended for an extended period of time, can result in the 9v battery being depleted and the alarm decreases in intensity with the depletion of the alarm battery. The driver was setup without batteries installed and the key half turned to replicate the "bumped" key. Driver ran as intended but displayed a "system malfunction alarm" and when the driver shut off, the emergency battery error alarm that is intended to annunciate in this situation was faint, replicating the reported sound from the customer. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported sound coming for the driver out of the box was determined to be a process issue within the shipping container causing accidental movement of the driver key while in transit. This is a known issue that is currently being addressed in order to prevent future packaging and shipment issues. This is not considered a device malfunction as the driver functioned as intended. This is an error that will be addressed in alternate packaging of the device. Failure investigation identified no test failures or damage that could have contributed to the complaint. The device was not in patient use at the time of the complaint. The event occurred out of the box prior to the system check process that occurs before being placed on a patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that once the pelican shipping container was opened, the driver was "making a soft white noise type of sound.".